Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The subsequently provided surgical report merely states that the patient has undergone several operations and that the dorsal tension in the integrated knee joint was insufficient at the time of the revision. Indications for the revision were the loosening of the patella prosthesis and an alleged socket damage. No cause analysis can be performed on the basis of a surgical report. The complaint sample as well as pictures could not be made available to us even after several inquiries. Without a complaint sample, we are unable to make an assessment of the cause of the implant failure, as no proper examination of the complaint was possible. With the data available to us, it is not possible to reconstruct any damage to the socket. Furthermore, the allegation that a link product is the cause of the patient injury cannot be confirmed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: according to the patient, permanent limitation of movement since the restoration on (B)(6) 2015, total rotational knee endoprosthesis, model: endo model, size m at the right knee. After approximately 12 months, the complete prosthesis was replaced on (B)(6) 2016. Another model from the same manufacturer was implanted.